Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The nurse reported that the patient's respiratory muscle was too weak so the respiration was not stable. The pump functioned normally but the patient refused to have further therapy and was taken home from the intensive care unit (ICU) by their family. The death was not considered to be device or therapy related. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was taken home from the intensive care unit (ICU) with respiratory weakness. The left ventricular assist device (lvad) therapy was not discontinued until the patient was taken home.